Event description:
A customer reported high bias for patient results on the hlc-723 g8 analyzer. During troubleshooting, the customer also informed the technical support specialist (tss) that the quality control (qc) run passed without errors, however the patient samples presented the following errors; la1c+, extra peak and p-hv3 flags. No confirmed patient impact from the customer. The analyzer is down. Investigation is still in progress

Manufacturer narrative:
While technical support specialist (tss) was troubleshooting, it was noted that despite calibration and quality control results falling within acceptable range, approximately 300 patient sample results were elevated using the g8 analyzer. There was a significant shift of approximately 1.0%, which prompted questioning from the physicians. Prior to reaching out to tosoh, the customer changed the column and retested the samples subsequently obtaining results within the normal acceptable range. Further investigation revealed that the customer encountered error flag p-hv3 after column change, however it cleared subsequently, allowing the sample reruns. A review of customer¿s prior calls indicated customer had called reporting high bias of a1c results during the date range of the sample runs of this event. While at the customer¿s site, a tosoh field service engineer (fse) observed patient samples sitting on the system, without inversions. Samples waiting to be tested contained plasma and 'no' homogenous mixture of 'whole blood', causing the 'plasma glucose' to be measured and 'not' the blood glucose from the whole blood samples. Hence indicating a lack of inadequate sample preparation. In response, tosoh tss provided recommendations regarding proper sample handling techniques and emphasized the importance of proper column installation and priming. Furthermore, given the high volume of testing, tosoh recommended regular preventative maintenance to the customer. No further actions required from tosoh at this time, but tss will continue to closely monitor any further occurrence. A complaint history review and service history review from the install date through aware date of event for similar complaints was performed for serial number 26672007. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operations manual under chapter 6: troubleshooting states the following: abnormal chromatograms although the percentage of each hemoglobin component may vary slightly from patient to patient, most whole blood samples will contain six fractions: a1a, a1b, f, la1c+, sa1c, and a0. A normal chromatogram is shown below in figure 6-2. Chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. In most cases, results for the sa1c% are reportable. In some cases, the sa1c% may be invalid depending on the hemoglobinopathy present, the flow rate, and the condition of the column and reagent system. Mathematical algorithms used in the software exclude hemoglobin variant peaks when calculating the total area. The sa1c% is usually not affected in such situations, although chromatograms should be carefully reviewed. Variant hemoglobins hbs (hv-1 peak), hbd (hv-0 peak) and hbc (hv-2) elute after the a0 peak. The hbe (phv3 peak) appears between sa1c and hba0.the sa1c% is reportable on the g8 when these hemoglobins are present in the heterozygous state with hba. Glycemic monitoring for patients displaying any homozygous hemoglobin other than hbaa such as hbss, hbcc or the double heterozygous hbsc, cannot be performed using sa1c because there is no hba present. Alternative testing is mandatory for these types of patients. Remember that all abnormal chromatograms are not necessarily the result of abnormalities in the patient sample. Analyzer problems such as a malfunctioning pump or sampling unit, a column that should be replaced or reagents that are incorrectly placed or have been depleted can also cause abnormal chromatograms. In these cases, sequential chromatograms are usually all affected from the point that the problem began. The instructions for use tskgel g8 variant hsi section 14. Evaluation of results states the following: quality control in order to monitor and evaluate the accuracy and precision of the analytical performance, tosoh controls should be assayed daily and after column replacement. Tosoh suggests running at least two levels of quality control material. The mean of one should be in the non-diabetic range (4-7 % hba1c) with the second in the range of 9-12 % hba1c. If the value of one or more control specimens is out of the acceptable range, recalibrate the system and rerun the controls before testing patient samples. Qc materials should be used in accordance with local, state, federal and accredited organizations. The most probable cause of the reported event could not be established.